Event description:
A pasv port was placed for therapeutic purposes on an unk date. Approx three months later in 2005, a blood draw was not able to be performed and a dye study revealed extravasation. It was noticed there was separation at the valve housing portion of the port body. The port was replaced.